Event description:
Shaver burrs were spitting metal shavings inside the wrist joint they were smith and nephew cutter blades.======================manufacturer response for shaver burrs, cutter blades (per site reporter).======================rep was here. He will replace.